Event description:
It was reported that a patient underwent an afib - persistent ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during an afib procedure, a pericardial effusion was diagnosed via an intracardiac echocardiography (ice) catheter after the patient's pressure dropped. A pericardiocentesis was performed by the physician removing 1500 ccs of fluid. The patient was transferred to the operating room (or) for further intervention. The patient was stable at the time of the call. The ablation catheter will be sent in for analysis. No other details were available at the time of the call. (Carto 3 sw version 7.2.40.250). The physician believed that the adverse event happened as a result of a small leak when going transseptal, due to thin, scarred tissue in the patient¿s atrium. He did not state that he believed it was due to product malfunction. The patient has fully recovered. The patient did have to stay in the hospital overnight, due to being intubated following cardiac surgery for the pericardial effusion. A smartablate generator was used in the procedure. A transseptal was performed using the baylis versacross. Ablation was performed prior to noting the pericardial effusion. There was no evidence of a steam pop. The physician was using a thermocool stsf, flow settings 2ml/min low flow, of 8ml/min low power and 15 ml/ min high power. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error was observed on biosense equipment. All force visualization features were used to visualize force during the procedure. Parameters for stability for the visitag module used was 25%, 2mm for 3 s. Additional filter used with the visitag was respiratory adjustment. Color options used prospectively was tag index..

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 14-feb-2023. It was reported that a patient underwent an afib - persistent ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device number lot 30912385l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).